Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. There was wire lumen buckling. Functional testing using an inflation device filled with water to inflate the balloon to the rated burst pressure resulted in slow inflation and water coming out from the tip. Further analysis revealed a perforation in the wire lumen at the buckled portion that contributed to the slow inflation and resemblance of a balloon burst. There was no damage to the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 2.0 mm x 60 mm x 150 cm coyote¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres but it did not inflate properly. When the balloon was inflated for the second time at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 2.0mm x 60mm x 150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres but it did not inflate properly. When the balloon was inflated for the second time at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.